Manufacturer narrative:
The customer replaced the probe wipe and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported an uncontained diluent, blood, and cleaner leak from the coulter ac.t diff 2 analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred.